Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. During the procedure, a perforation occurred in the left ventricle close to the mitral annulus. Cardiac tamponade was confirmed. It is unknown the type of intervention provided. There¿s no information regarding extended hospitalization or the patient¿s outcome. The physician did not attribute the causality of the adverse event to the biosense webster inc. (Bwi) product.